Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/08/2016. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide indication and date of your initial surgery. When did the issue begin? What kind of symptoms are experiencing? Have you seen a physician or surgeon about this issue? If yes, what did they say about your condition? Please provide your age, body weight and height at the time of this surgical procedure. Was a new surgery performed to correct your condition? If yes, date and name of the procedure?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and mesh was implanted for 10 years. Following the procedure, the patient experienced many problems such as amongst infection, pain and sensitivity. It was also reported that the patient can barely walk for any length of time and the mesh has now torn a hole or holes in urethra. Additional information has been requested.

Manufacturer narrative:
Date sent to FDA: 03/17/2017. It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient appeared to have been well after surgery until around (B)(6) 2013, when she was found to have a cystocele and rectocele. It was reported that the patient underwent a posterior pelvic floor repair and excision of an anterior vaginal wall lesion on (B)(6) 2015. The histology on the vaginal wall lesion reported ¿chronic inflammatory tissue.¿ it was reported that a cystoscopy was carried out during the surgery and tape was found in the urethra. It was reported that the patient experienced bulging, pain and discharge. During the patients examination, a flap of tissue was found in the vaginal wall and the tape could be felt through the defect. It was reported that the patient underwent a total laparoscopic hysterectomy (for fibroids) and a repair of the vaginal wall defect on (B)(6) 2016. The defect was found to be a urethro-vaginal fistula ¿related to the mesh¿. In (B)(6) 2016, the patient continued to complain of jagging pain on walking. No additional information was provided. (B)(4).